Event description:
Not more than 30 days after my implants I had symptoms from the implants raynaud's era ringing, extreme hair loss, high metal toxicity, heavy menstruation and memory loss. I have seen numerous drs and have hundreds of blood tests. FDA safety report ID# (B)(4).